Event description:
The customer reported that the system loses its images every time the system is turned off. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the cpu board. The system operates as intended.